Event description:
It was reported the the handpiece had loose stud. No patient consequence.

Manufacturer narrative:
Date sent: 10/31/2005. Evaluation summary: the hand piece was returned in good visual condition. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.